Manufacturer narrative:
Additional information - section h4 (device manufactured date) has been updated based on returned product download. Sensor (B)(4) has been returned and investigated. Visual inspection has been performed on the sensor patch and no issues were observed. Extracted data from the returned sensor using approved software. The sensor found to be in sensor state 5 (indicating normal termination). The sensor plug was properly seated in the mount. Removed the sensor plug and inspected the plug assembly, no issues were observed. The sensor was reprogrammed and the current was applied to perform linearity testing while in the test fixture. All results were within specification. No malfunction or product deficiency was identified.section d4 (serial number) has been updated to (B)(4) based on the returned product.

Event description:
An error message was reported with the freestyle libre sensor. Customer reported receiving a "check if sensor is correctly inserted" message and therefore being unable to monitor glucose levels. Customer experienced unspecified symptoms of hypoglycemia and was incapable of self-treating, so a non-hcp provided oral glucose as treatment. No further treatment was reported. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An error message was reported with the freestyle libre sensor. Customer reported receiving a "check if sensor is correctly inserted" message and therefore being unable to monitor glucose levels. Customer experienced unspecified symptoms of hypoglycemia and was incapable of self-treating, so a non-hcp provided oral glucose as treatment. No further treatment was reported. There was no report of death or permanent injury associated with this event.